Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer on insulin labeling.